Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting insulin during manual prime process and priming process was slower. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reports random no delivery alarm and alarm seems softer and harder to hear. The customer also states that vibrate was weaker. The insulin pump will not be returned for analysis.